Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that when a patient presented in the emergency room, loss of capture and decreased r-wave amplitude were observed. X-ray revealed lead dislodgement. The patient received inappropriate therapy. Programming changes were made. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in good condition post-procedure.